Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3: the initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient reported: "I am currently living in syria. In (B)(6) 2021, I had surgery on both my right and left knees. The surgeon recommended it because he connected and has an agreement with the importing company, and we agreed to use johnson & johnson's implants as your company is known for its world-class products and stellar reputation. My condition since the surgery has become worse than it was before. Nowadays, especially the right one, I get tired after walking a short distance and would need to lean on someone. Currently, I am experiencing excruciating pain in both of my knees that have become swollen. Please note that before the surgery, I never experienced these symptoms. The surgeon who performed the procedure and the company is not providing a logical explanation for why I am experiencing pain."

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.